Event description:
It was reported that during the implant procedure there was difficulty advancing the lead across the tricuspid valve and the lead was damaged when advanced to the target position. It was stated this was due to abnormal patient anatomy as the patient¿s heart was ¿quite large.¿ a different lead was used and successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.